Event description:
It was reported that the customer visited the emergency room due to a diabetes-related incident involving a bent cannula, which resulted in a high blood glucose level of 440 mg/dl and moderate ketones. The event caused no injury, and the healthcare provider did not consider the ketone level life-threatening. A glucagon injection and intravenous treatment, including fluids of saline and insulin, were administered, resolving the issue effectively. There was no adverse impact to the customer's blood glucose level following the treatment. The customer was released after a short ER visit, and a pump system check confirmed that the pump was functioning properly with no issues identified.